Manufacturer narrative:
Investigation summary: one photo and one 3ml syringe (p/n 309657) in a partially opened blister package from batch #1036903 were received. The sample was visually evaluated. Most of the print was missing from the syringe, slight impression marks from the zero line down to the 2ml numeral were present. The missing print observed was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch #1036903 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe had no scale markings on it. The following information was provided by the initial reporter: "3ml syringe was found to not have any markings on it for measuring."